Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the permanent cautery hook instrument had a piece break off upon insertion into the canula and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, and failure analysis investigation replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken distal clevis to related to the customer reported complaint. The instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.284¿ x 0.209¿ in size. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This event is being reported based on the following conclusion: it was alleged that the permanent cautery hook instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure.